Event description:
In this event it is reported that a patient using the nontemplate aligner arch - suresmile aligners - developed an allergic reaction to the aligners and wants to stop treatment.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
We reviewed the DHR for this (B)(6) / patient ID# (B)(6)/ site ID# (B)(6), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (templates) were packaged by the second shift by bag-and-box operation on august 12, 2024, manufacturing cell1, equipment bag-2. The sales order was inspected and met with the acceptance criteria provided by qa. Ncoming inspection. We reviewed the incoming inspection record for the material manufacturing this (B)(6). Raw material: part-501017-b / lot# 08324291 / qty. Received = (B)(4) pcs, inspection date: march 14, 2024. The material was found to be acceptable for use in the manufacture of the sure smile product. Failure mode - allergic reaction. Root cause - no defect - no defect during the manufacturing process. Conclusion code - no failure found.